Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During a survey, an unspecified healthcare worker responded ¿1-2%" for hazard staple line stenosis". Wherein psd-v ¿ linear standard/linear thin with gel was utilized during the reinforcement of staple lines for unspecified bariatric procedures. The respondent added it is ¿very rare and usually in narrow regions at baseline or redo surgical patients¿. The respondent answered anonymously; therefore, follow up information was not able to be obtained. No further information was available at the time of this report.